Event description:
It was reported that when the device was used during a laparoscopic donor nephrectomy, the surgeon noticed co2 leakage and then visualized a gasket inside pt. Removed the gasket. Another device was used to complete the case. There was no further consequence to the pt.